Manufacturer narrative:
Pre-analytical sample handling information was not provided. Qc was in range before and after the event. A system check performed in 2007 partially failed. Based on available information, the testing was repeated; however, results were not provided. A field service engineer (fse) contacted the customer, but customer did not want service due to not believing this event was caused by the instrument issue. The customer will monitor the situation and would contact the fse if any additional assistance was needed. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and a result of 0.90ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was re-tested for accu tni and the repeated result was 0.06ng/ml. In addition, the original sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.04ng/ml was obtained. The customer did not report any patient injury or death attributed or connected with this event.